Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient orders were populating. A technical support specialist temporarily increased the reverse discharge timeframe and device admission inactivity settings for the customer. Tss applied ka (patient missing on a bd pyxis medstation es) and verified that the patient appears at the station. Customer successfully reversed the discharge on the patient profile, allowing the user to locate the patient on lr10an and remove the medication for the order. The reverse discharge timeframe and device admission inactivity values were then reverted. Everything functioned properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a patient that is showing up in pyxis but none of the orders were populating and not crossing over pyxis. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.